Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent/ damaged consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician stated the helix of the right ventricular lead was too soft when attempted to implant it in the ventricular septum. The lead helix sprang out when the physician removed it from the sheath. The lead was not used and replaced during the procedure. The patient was in stable condition.